Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "three broken power cords came apart near on the wall outlet side- please send replacement cords asap as they cannot use the pump without the power cord delay in therapy: unknown need for medical intervention: unknown "